Event description:
It was reported that the customer's insulin pump did not stop during priming, and an error alarm occurred. It was stated that the reservoir was changed several occasions without results. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose motor support disk.